Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after a heart catherization procedure, using a 6fr sheath. Reportedly, the foot failed to deploy with both prostyle devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty deploying the foot was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the circumstance of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.